Event description:
It was reported that approximately 14 months post-implant of a bifurcated device and a suprarenal aortic extension, a follow up computed tomography scan revealed a type iii endoleak between the aortic extension and bifurcated device. The patient was treated with an infrarenal aortic extension and an additional suprarenal aortic extension, which successfully corrected the endoleak. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore not available for analysis. However, medical records were provided for review and clinical specialist, which concluded that it was not possible to confirm the presence or type of endoleak, or establish if the device was the cause. There were no product issues identified in the event. The lot usage history showed that no other units from the same lot have been involved in any similar events. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information. (B)(4).